Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported adverse impact to customer's blood glucose level. The customer continued to use the pump for insulin therapy.